Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover (s-cover) packing. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that an image noise occurred due to a corroded plug unit. In addition to the foreign material found in the jet tube, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing; the air/water cylinder and the suction cylinder had no color; the adhesive around the objective lens had a white clouded area; the light guide lens had a crack; the adhesive on the bending section cover was detached; and the connecting tube was wrinkled, along with the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope was near focus and only worked sporadically. There was no report of patient harm. The device was returned, evaluated, and there was a foreign material in the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.